Event description:
A patient reported experiencing inaccurate high results with a one touch profile meter. The patient's blood glucose results were 576 and 423 mg/dl. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.